Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav (part # fv434-t) was to be implanted during a procedure performed on an unknown date. According to the complainant, leakage was observed while testing the device on the operating table. The device was not used on the patient. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of this event.

Manufacturer narrative:
Manufacturing and quality control data: the progav® shunt system was manufactured by a qualified employee on march 2021. Deviations during assembly did not occur. The product was finally tested as article fv434-t and released for packaging and sterilization and was sterilized by miethke. The progav® has a normal pressure range of 0 to 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 5, 10 and 20 cmh2o, and were found to meet specifications. The valve was pre-adjusted to 20 cmh2o in accordance with the specification. The shuntassistant® has a fixed pressure of 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at a fixed pressure of 20 cmh2o, and were found to meet range the tolerances. All tested parameters were assessed according to specifications. Visual inspection the following observations were made during the visual inspection: damaged catheter; ligature third party product; signs of use. Permeability test: horizontal direction of flow. The test showed that the progav® shunt system and the catheter are permeable. During the test no liquid drained out in an unintended manner. A leakage was not visible. Results: based on our investigation results, we can identify a damaged catheter but not a leakage of the shuntsystem. It is necessary that the catheters should only be blocked with a sheathed clamp and not directly behind the valve as they might be damaged otherwise. At the time of the investigation, it was not clear to us how the mentioned functional impairment occurred. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
Investigation is done.